Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction associated with the adhesive occurred. Date of issue is an approximation. The sensor was inserted into the abdomen. The reaction consisted of a red, bumpy rash. The reactions have occurred since (B)(6) 2020, and in (B)(6) while at the dermatologist, the reactions and scars were evaluated; however, there was no medical intervention required. The reaction(s) at the repetitive abdominal insertion sites resulted in rough dry and discolored skin in the shape of the sensor patch. The patient was unable to specify which reaction(s) may have caused the scarring. No additional patient or event information is available.